Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), hydrosalpinx ("hydrosalpinx") and abdominal adhesions ("dense adhesions to abdominal wall") in an adult female patient who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included achilles tendon rupture, ankle sprain and pre-eclampsia. Previously administered products included for an unreported indication: cilest birth control pill. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2008, colecalciferol (vitamin d3) since 2008, ondansetron (zofran) from november 2012 to january 2013 and tramadol from november 2012 to january 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), hydrosalpinx (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with urticaria, dry skin, pruritus and pallor, allergic oedema ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), alopecia ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), vulvovaginal mycotic infection ("vaginal yeast infections"), migraine ("migraines / headaches"), headache ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes, debris in bladder, outside fallopian tube in uterine wall"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back ache/ lower back pain"), arthralgia ("joint pain/ leg joint pain"), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower") and complication of device insertion ("complications of device insertion"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions) and surgery (laparoscopy to open surgery). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, uterine perforation, abdominal distension, hydrosalpinx, vaginal haemorrhage, menorrhagia, allergy to metals, allergic oedema, alopecia, vulvovaginal mycotic infection, migraine, headache, bladder disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, back pain, arthralgia, abdominal pain and abdominal pain lower had resolved and the abdominal adhesions and complication of device insertion outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hydrosalpinx, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2016, underwent a total abdominal hysterectomy and bilateral salpingectomy with lysis of adliesions, during which her uterus, cervix, and both fallopian tubes were all removed and symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. On (B)(6) 2015 transvaginal ultrasound (tvu)-results: perforation (other) please describe: debris within urinary bladder, malposition of essure device, migration of essure device, breakage of essure device, perforation (fallopian tube), perforation (uterus), other (please describe) structure in right uterus extending toward fallopian tube: dependent debris within the urinary bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), hydrosalpinx ("hydrosalpinx") and abdominal adhesions ("dense adhesions to abdominal wall") in an adult female patient who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included achilles tendon rupture, ankle sprain and pre-eclampsia. Previously administered products included for an unreported indication: cilest birth control pill. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2008, colecalciferol (vitamin d3) since 2008, ondansetron (zofran) from (B)(6) 2012 to (B)(6) 2013 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), hydrosalpinx (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with urticaria, dry skin, pruritus and pallor, allergic oedema ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), alopecia ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), vulvovaginal mycotic infection ("vaginal yeast infections"), migraine ("migraines / headaches"), headache ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes, debris in bladder, outside fallopian tube in uterine wall"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back ache/ lower back pain"), arthralgia ("joint pain/ leg joint pain"), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower") and complication of device insertion ("complications of device insertion"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions) and surgery (laparoscopy to open surgery). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, uterine perforation, abdominal distension, hydrosalpinx, vaginal haemorrhage, menorrhagia, allergy to metals, allergic oedema, alopecia, vulvovaginal mycotic infection, migraine, headache, bladder disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, back pain, arthralgia, abdominal pain and abdominal pain lower had resolved and the abdominal adhesions and complication of device insertion outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hydrosalpinx, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2016, underwent a total abdominal hysterectomy and bilateral salpingectomy with lysis of adliesions, during which her uterus, cervix, and both fallopian tubes were all removed and symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. (B)(6) 2015 transvaginal ultrasound (tvu)-results: perforation (other) please describe: debris within urinary bladder, malposition of essure device, migration of essure device, breakage of essure device, perforation (fallopian tube), perforation (uterus), other (please describe) structure in right uterus extending toward fallopian tube: dependent debris within the urinary bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), hydrosalpinx ("hydrosalpinx"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and abdominal adhesions ("dense adhesions to abdominal wall") in an adult female patient who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included achilles tendon rupture, ankle sprain and pre-eclampsia. Previously administered products included for an unreported indication: cilest birth control pill. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2008, colecalciferol (vitamin d3) since 2008, ondansetron (zofran) from november 2012 to (B)(6) 2013 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with urticaria, dry skin, pruritus and pallor, allergic oedema ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), alopecia ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), vulvovaginal mycotic infection ("vaginal yeast infections"), migraine ("migraines / headaches"), headache ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes, debris in bladder, outside fallopian tube in uterine wall"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back ache/ lower back pain"), arthralgia ("joint pain/ leg joint pain"), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower") and complication of device insertion ("complications of device insertion"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions) and surgery (laparoscopy to open surgery). Essure (ess205) was removed on 25-apr-2016. At the time of the report, the pelvic pain, hydrosalpinx, device breakage, fallopian tube perforation, uterine perforation, abdominal distension, vaginal haemorrhage, menorrhagia, allergy to metals, allergic oedema, alopecia, vulvovaginal mycotic infection, migraine, headache, bladder disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, back pain, arthralgia, abdominal pain and abdominal pain lower had resolved and the abdominal adhesions and complication of device insertion outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, allergic oedema, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hydrosalpinx, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2016, underwent a total abdominal hysterectomy and bilateral salpingectomy with lysis of adliesions, during which her uterus, cervix, and both fallopian tubes were all removed and symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. (B)(6) 2015 transvaginal ultrasound (tvu)-results: perforation (other) please describe: debris within urinary bladder, malposition of essure device, migration of essure device, breakage of essure device, perforation (fallopian tube), perforation (uterus), other (please describe) structure in right uterus extending toward fallopian tube: dependent debris within the urinary bladder. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter added, patient historical and concomitant condition added, concomitant and treatment drug added, historical drug added, lot number received.events added: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hair falling out and swelling and hives, vaginal yeast infections, swelling and hives; dry, itchy skin; pale skin tone, migraines / headaches, bladder or urinary problems or changes, debris in bladder; outside fallopian tube in uterine wall, nausea, dental problems, nickel allergy, device breakage, tubal ligation, dysmenorrhea (cramping), hysterectomy, pain, vaginal discharge, perforation (fallopian tube(s)), blurred vision, perforation (uterus), fatigue, weight gain, back ache and joint pain, hairloss, uterine wall and bladder, abdominal wall adhesions,complications of device insertion,abdominal pain and abdominal pain lower. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), hydrosalpinx ("hydrosalpinx") and abdominal adhesions ("dense adhesions to abdominal wall") in an adult female patient who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included achilles tendon rupture, ankle sprain and pre-eclampsia. Previously administered products included for an unreported indication: cilest birth control pill. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2008, colecalciferol (vitamin d3) since 2008, ondansetron (zofran) from november 2012 to january 2013 and tramadol from november 2012 to january 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating / pelvic bloating"), hydrosalpinx (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with urticaria, dry skin, pruritus and pallor, allergic oedema ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), alopecia ("allergic or hypersensitivity reaction type: hair falling out and swelling and hives"), vulvovaginal mycotic infection ("vaginal yeast infections/infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), headache ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes, debris in bladder, outside fallopian tube in uterine wall"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision and can not see far away"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back ache/ lower back pain"), arthralgia ("joint pain/ leg joint pain"), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("abdominal pain lower/ lower left side pain/ lower right side pain"), complication of device insertion ("complications of device insertion / the left tube was defective because there was a blockage"), rash papular ("dry itchy skin"), skin swelling ("skin swelling"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), pain ("body aches"), dyspnoea ("difficulty breathing") and insomnia ("difficulty sleeping"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions), surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, other: lysis of adhesions) and surgery (laparoscopy to open surgery). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, uterine perforation, abdominal distension, hydrosalpinx, vaginal haemorrhage, menorrhagia, allergy to metals, allergic oedema, alopecia, vulvovaginal mycotic infection, migraine, headache, bladder disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, back pain, arthralgia, abdominal pain and abdominal pain lower had resolved and the abdominal adhesions, complication of device insertion, rash papular, skin swelling, cystitis, urinary tract infection, pain, dyspnoea and insomnia outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, allergic oedema, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, cystitis, device breakage, dysmenorrhoea, dyspnoea, fallopian tube perforation, fatigue, headache, hydrosalpinx, insomnia, menorrhagia, migraine, nausea, pain, pelvic pain, rash papular, skin swelling, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2016, underwent a total abdominal hysterectomy and bilateral salpingectomy with lysis of adhesions, during which her uterus, cervix, and both fallopian tubes were all removed and symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. (B)(6) 2015 transvaginal ultrasound (tvu)-results: perforation (other) please describe: debris within urinary bladder, malposition of essure device, migration of essure device, breakage of essure device, perforation (fallopian tube), perforation (uterus), other (please describe) structure in right uterus extending toward fallopian tube: dependent debris within the urinary bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received: new events- dry itchy skin and skin swelling, (bladder/ urinary tract/vaginal) type: bladder, infection (bladder/ urinary tract/vaginal) type: urinary, body aches, difficulty breathing, difficulty sleeping were added. Information received: the left tube was defective because there was a blockage and clubbed with complication of device insertion. Reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and hydrosalpinx ("hydrosalpinx") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant) and abdominal distension ("abdominal bloating"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hydrosalpinx and abdominal distension outcome was unknown. The reporter considered abdominal distension, hydrosalpinx and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2016, underwent a total abdominal hysterectomy and bilateral salpingectomy with lysis of adhesions, during which her uterus, cervix, and both fallopian tubes were all removed and symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.